Event description:
The customer reported to olympus, e116 message error on the visera 4k uhd camera control unit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a e116 error message and was not present at the moment of the call. It appeared it was intermittent and pertaining to the internal circuitry of the unit particularly for fan control. It appeared that the fan stopped can cause issues for electronics. Technical assistance center (tac) instructed the customer if the fan was not running the device can possibly overheat or even cause further damage/issue. The customer was advised not to use the unit and to send it in for repair. Additionally, multiple cycling of the power via the front power button was performed and the same result occurred. After looking at the user manual, it had suggested on unplugging the power cord from the back of the unit. The cycling of the power did fix the problem. The issue was resolved with unplugging the power cord and reconnecting the power cord afterward with a hard power. The manual was provided to the customer. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e116 error message: otv error possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.